Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the missing connector pin could not be determined. It is possible that the event was caused by excessive force by the user. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a urology cystoscopy.

Event description:
The customer further reported there was delay or impact to the procedure.

Event description:
The customer reported that during inspection prior to use, the rigid telescope was found to have a missing (connector) pin and will not work without it. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
No device will be returned for evaluation as the customer has sent the subject scope to a third-party repair company (agiliti) and no additional information regarding the reported event has been provided to date. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.